Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. Wear was confirmed by the explanation photos provided. Method & results: product evaluation and results: the device was not returned but one explant photo was provided. The photo shows the outer surface of the liner. There is some biological material present. There are some circular indentations visible along with one small perforation of the liner and one larger, through hole. Medical records received and evaluation: provided x-rays, explant photos and intraoperative photo were reviewed by a clinician who gave the following comment: provided x-ray showed dissociated components, photographs showed metallosis and trunnion deformities, need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation. Intra-operatively, pseudotumor was reported with an excessive amount of black tissue observed. The trunnion was found to be worn down and the liner was worn through in at least 2 places. The shell was well-fixed and not revised. Patient was revised to a restoration modular stem construct with a 28 +8 metal head.2